Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 0 occurred during the load sequence. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Customer's blood glucose was 135 mg/dl.